Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat218384, bat218387, bat218583 and bat218586. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. However an internal investigation has been open to evaluate the momentary disconnections and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat# 1650de; exp. Date: 05/31/2017; mfg. Date: 05/31/2016; received on: 12/01/2016; (B)(4). Battery/(B)(4); cat#: 1650de; exp. Date: 05/31/2017; mfg. Date: 05/31/2016; received on: 12/01/2016; (B)(4). Battery/(B)(4); cat#: 1650de; exp. Date: 05/31/2017; mfg. Date: 05/31/2016; received on: 12/01/2016; (B)(4). Battery/(B)(4); cat#: 1650de; exp. Date:0 5/31/2017; mfg. Date: 05/31/2016; received on: 12/01/2016;(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient observed power switching events. The site exchanged the batteries and controller with no reported consequence or impact to the patient. Log files were sent. The power switching could not be reproduced by manipulating the battery connections and/or cables. There was no damage noted to the controller or to its' power connectors. The event was not associated with any controller alarms or pump stop events. No further information was provided.